Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead did not sit or fit into the connector. It was attempted a few times but the lead could not be fitted or attached. The lv lead was replaced. No patient complications have been reported as a result of this event.